Event description:
This spontaneous report was received on (B)(4) 2012 from a (B)(6) female consumer reporting on self from (B)(6). The medical history and the concomitant medications were not reported. On an unspecified date, the consumer used o.b. Unspecified, vaginally for menstruation (frequency, lot number and expiration date unspecified). After an unspecified duration, she experienced discomfort in pelvic area with a sensation of something inside vaginal canal for which she consulted a gynaecologist. After an unspecified duration, on (B)(6) 2012, after removing the tampon, she noticed plastic end of the wrapper coming out of vagina. She stated that the wrapper end could have been stuck for approximately six months. The action taken with the device and the outcome of the pelvic discomfort was unknown. This report had non serious event. The company causality was assessed as possible. As of (B)(4) 2012, a product sample nor a valid lot number or complete product description was provided by the consumer. Due to the unavailability of the sample, and no valid lot number, the device history record, lot trending and retain sample inspection could not be performed. A review of the complaint data associated with these categories found no adverse trends. Review of the manufacturing process, design, package and product changes for the last 2 years (at the brand level) found no issues that could contribute to this complaint. A leaflet that describes the instructions for safe use of the product is present in every carton of o.b. Tampons. It indicates that before insertion the o.b tear strip must be pulled and then both ends of the wrapper must be removed. Complaint trends will continue to be monitored. This report was considered a reportable malfunction case in (B)(6).

Manufacturer narrative:
This closes out this report unless other additional significant information is received.